Event description:
It was reported to philips that both large and small focus of the x-ray tube were defective, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint and gathered additional information. During the course of the investigation, it was identified that the issue was with the tube's small focus. The investigation also confirmed that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring. The customer was able to continue examinations using the tube's large focus. A field service engineer (fse) inspected the system on-site. Log file entries, the tube's age, and the error pattern all indicated a tube issue defect. To resolve the issue, the fse replaced the x-ray tube, performed necessary adaptations and adjustments, and restored the system to proper working condition for clinical use. The defective x-ray tube was returned to philips for failure analysis, which confirmed filament wear-out after 33 months of operation. The failure was determined to be normal wear and tear. At the time this complaint was reported, philips did not have enough information to exclude a malfunction with the potential for death or serious injury in case of recurrence; therefore, the complaint was reported. Since that time, philips has received additional information that prompted a re-evaluation of this complaint. The system is designed to automatically default to the large focus in the event of a small focus defect, and vice versa. In this case, the customer was able to complete procedures using the small focus. This scenario would not be likely to lead to death or serious injury should it recur. As such, philips has evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.